Event description:
It was reported that during preparation for a biopsy, the device self activated. The procedure was performed successfully with another device. There was no report of patient involvement.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported for driver serial number (B)(4) and issue to date. Visual/microscopic/functional inspection: per the service and repair evaluation, the driver passed all functional testing at the 22mm and 15mm positions. The driver also passed all force testing. The device functioned as intended and the reported issue could not be reproduced. It was noted that the device was anodized and had evidence of pitting along the markings. It is unknown how this issue occurred. All small springs were replaced for preventative purposes. The device was cleaned and lubricated. The device was then returned to the customer. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is unconfirmed for self-activation, as the device functioned as intended. However, the investigation is confirmed for naturally worn as the device was returned anodized and had evidence of pitting along the markings. The definitive root cause could not be determined based upon available information. Labeling review: the current magnum reusable core instrument instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
The serial number has been provided and the device history records are being reviewed. The investigation is currently underway.